Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 693565 implantable tachy lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported the patient is deceased and died approximately four years post implant of the implantable cardioverter defibrillator (ICD) system. The cause of death was noted as ¿suspected ventricular fibrillation¿. It was further reported that the patient was connected to an automated external defibrillator (AED) which recommended shocks and the ICD noted no therapy required in the first thirty minutes of cardiopulmonary resuscitation. Additional information noted there was possible oversensing or noise and arrhythmias were identified as ventricular tachycardia (vt and ventricular fibrillation (vf). The lead was reported to have been cut during autopsy.

Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.